Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was impossible to fix the attempted left ventricular (lv) lead into the chosen vein. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.